Manufacturer narrative:
The customer performed an investigation which also showed instability of the patient sample dispensing due to viscosity. A general reagent issue was ruled out because the calibration and qc data are acceptable. The patient has high levels of igm lambda which was confirmed by electrophoresis. The investigation determined the event was consistent with the patient's igm gammopathy. Product labeling states "limitations - interference...in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable calcium gen.2 result from one patient sample tested on the cobas 8000 c702 module. The initial result from the module was 9.2 mg/dl. The repeat result from the ortho clinical diagnostics analyzer using the vitros slide cii reagent and arsenazo iii dye as the laboratory method was 12 mg/dl. The patient sample was sent to the investigation laboratory. The patient sample was noted to be highly viscous and the investigation laboratory was unable to measure the patient sample due to abnormal suction.

Manufacturer narrative:
The serial number of the cobas 8000 c702 module is (B)(6). The investigation reviewed the calibration and qc data; the results were within specifications. A general lot-specific issue is unlikely. The investigation is ongoing.